Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised. Rep was notified that a right side ps femoral component had been implanted in the patient's left knee. Implant was removed and a left side ps femoral component was implanted. Original date of surgery unknown. It was not reported to the rep if any stryker reps were present for the prior implantation. Rep confirmed that no further information will be released by the hospital or surgeon.